Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead had fracture. Boston scientific technical services (ts) referred the patient to verify status of the lead. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture additional information in b5 event description and h6 device codes.

Event description:
It was reported that this implantable lead had fracture. There are several episodes of noise in atrial lead stored in latitude. Boston scientific technical services (ts) referred the patient to verify status of the lead. This lead remains in service. No adverse patient effects were reported.